Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Visual inspection showed the pacemaker was beginning to erode through the skin with suspected infection. The physician explanted the device and both leads. The patient is dependent so a new pacemaker and leads were implanted. The patient was stable throughout.